Event description:
Reportedly, a software issue occurred with the subject programmer.

Event description:
Reportedly, a software issue occurred with the subject programmer.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The root cause of the reported behavior could not be identified. The programmer will follow the normal workflow of repair.

Event description:
Reportedly, a software issue occurred with the subject programmer.